Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, a cause for the reported incomplete coaptation/ single leaflet device attachment could not be determined. The reported poor imaging appears to be due to challenging patient anatomy. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. The patient presented with a rotated heart, prolapsed posterior leaflet, and flail. Upon deployment, the clip was noted to be attached to only the anterior leaflet. Another clip was implanted to stabilize single leaflet device attachment (slda). Mr was reduced to grade 1-2. It was noted that imaging was difficult due to patient¿s anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.